Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 68 mg/dl. The customer had woken up that morning with bg levels in the upper 60s to lower 70's range (mg/dl). Despite consuming carbohydrates, bg level was not increasing. The customer disconnected from the pump to address bg level. The customer changed basal rate settings from .925 to .9 and changed carb ratio settings from 1:4 to 1:5.